Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after waking with a very high glucose level and discovering the pump had an expired cartridge and infusion site, and the user had ignored low insulin alerts; a manual subcutaneous insulin injection was administered while a fill tubing discrepancy was being addressed. Symptoms included dizziness. Outcomes included no medical intervention, no assistance required to administer back-up therapy, and no ketone testing performed. Investigation included troubleshooting and user education. Investigation of this case revealed very low available insulin and a reported blood glucose of 400 mg/dl confirmed by fingerstick. It was concluded that the event involved hyperglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.